Manufacturer narrative:
(B)(4). The customer reported that a component of their multi measurement server (mms) burned a hole in the plastic cover and stopped working. The customer also stated that they could smell the device burning. No pt alarm was reported. Philips considers this break of the device case by heat from a malfunction as a possible health risk. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a component of their multi measurement server (mms) burned a hole in the plastic cover. No pt harm was reported.